Event description:
Pt received bruising on left hip & buttocks after surgical procedure during which a valleylab electrosurgical unit was used. Bruising was first observed 4/3/97 during p.m. Shift by ICU/ccu. No bruising or marking of any kind was observed by the recovery nurse - ICU/ccu. The failure of any marking or bruising at the time of admission to the ICU/ccu unit rules out any burn or adverse reaction to the pt plate/pad of the electrosurgical unit. Doctor stated to the pt that the bruising was a result of the procedure.